Manufacturer narrative:
Additional information received from the local area sales representative indicated the cause of the syncope was not made known to us. However, the patient does have known atrial events. There were some ventricular tachycardia (vt) events, but they were unable to be viewed due to the episode storage criteria. No reported device programming changes were made. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that that patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced a syncopal episode. The device was interrogated and the patient had thousands of atrial tachy response (atr) episodes in the logbook. However, the electrograms (egm) were unable to be reviewed due to the high number of episodes. A boston scientific technical services consultant discussed the events could be retrieved if device memory was saved to a disk. All lead measurements were stable and within normal limits. Isometrics were also performed and no noise was reproducible. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.